Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient received a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter for an unspecified indication. The customer reported that the hub on the line extension cracked. The device was completely explanted and a new device replaced. The circumstances and handling conditions leading up to the event are not known. The device is not available for evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, documentation, drawing, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. There is no evidence to suggest the product was not manufactured to current specifications. There is no evidence to suggest all items in the lot or similar devices in the field are nonconforming or defective. There is no evidence the product was damaged upon opening. There is no information regarding patient or patient behavior regarding restlessness, confusion, non-compliance or other event that may have contributed to the device failure. There is no information regarding the staff handling of the device during use that may have contributed to the device failure. A device history record review could not be performed as the complaint lot number was not provided. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this is a manufacturing issue. Therefore, based upon the information provided and the characteristics displayed, a definitive root cause could not be determined. The root cause of this complaint is inconclusive. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.